Manufacturer narrative:
(B)(4) currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he was hospitalized because of a urinary tract infection and was advised to disconnect from his pump. He now wants to be reconnected to his pump but does not know how to rewind. During assisting the customer with rewinding the pump, he became frustrated and passed the phone to his wife. Th customer¿s wife was assisted with priming the pump and she was able to connect the set back to the customer¿s body. The customer¿s blood glucose was 425 mg/dl. She was assisted with delivering a manual bolus. She stated that she did not have concerns with the pump and that she knew that the reason the customer¿s blood glucose was high was because he was disconnected. She was advised to monitor the customer¿s blood glucose and to check his active insulin regularly. The insulin pump is not being returned for analysis.